Event description:
Asku

Event description:
It was reported the patient was shocked several times due to oversensing. The impedance was greater than 3000 ohms. A lead fracture was suspected. The lead was replaced. No further patient complications were reported as a result of this event. An attorney further alleged that the patient "suffered physical and other injury.....failure, fracture, inappropriate shocking."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of that data revealed oversensing, and high ventricular pacing impedance; approximately one week prior to explant the impedance measurement was infinite.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of that data revealed oversensing, and high ventricular pacing impedance; approximately one week prior to explant the impedance measurement was infinite.